Event description:
On (B)(6) 2022 the patient was implanted with the nalu peripheral nerve stimulator system. Patient subsequently reported a fall and loss of pain relief. It was discovered that after the fall, the implanted leads migrated away from the target location. Surgical procedure was performed on (B)(6) 2023 to correct the location of the implanted leads. During the procedure, the implanted leads were replaced along with the implantable pulse generator.